Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that when the patient turns on the patient programmer it starts on group c and its suppose to start on group a. The patient has to play with it to get to a and she did not have to do that before. The patient noted that they 'don't understand this stuff' and wanted to meet with someone to educate them how to use the external equipment. The patient stated that they are (B)(6) and that this is all new to her. The patient was advised to reach out to their rep. No further complications were reported.